Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, an (B)(6) year-old male was undergoing a fenestrated endovascular aneurysm repair (fevar) for an abdominal aortic aneurysm. The physician was advancing the flexor raabe guiding sheath from the left axillary to the superior mesenteric artery over a rosen wire. After the flexor raabe guiding sheath was in position, the physician removed the dilator and the hub of the sheath detached completely and started leaking blood. Approximately 100 cc of blood was lost before the complaint sheath was removed. Another sheath was used to complete the procedure. No patient adverse effect was reported. A section of the device did not remain inside the patient¿s body nor were any additional procedures required due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: a review of the dimensional verification, complaint history, device history record, instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the sheath did not contain the inner dilator. The proximal fittings were separated from the sheath. There was extensive biomatter throughout the device. A balloon catheter was inserted through the detached proximal fitting and through the proximal end of the sheath and extended outside the distal end of the sheath. The flare and connecting cap gauged within specification. There were hemostat marks on the distal end of the flare, but no other surface damage was noted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position." Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.